Manufacturer narrative:
Corrected data: the manufacturing site ID was previously reported as (B)(4). Additional review indicates the correct manufacturing site ID is (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) clarifying that this event occurred during a trial visit.

Manufacturer narrative:
Concomitant product(s): product ID: 977d260, serial# (B)(4), product type: screening. Device product ID: 977d260 , serial# (B)(4), product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that electrodes 4,5,6,7,8,9,11,12,13,14 were listed as "avoid" at the day 2 visit and had poor impedances. No patient symptoms reported. No further complications were reported as a result of this event.

Manufacturer narrative:
Conflicting information was reported. The event date is prior to the implant date. Follow up is being performed to otain clarification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the actions taken to resolve the event was the leads were explanted. The cause of the event was not determined. The event resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, lot# , serial# (B)(4), implanted: explanted: product type: screening device, product ID: 977d260, lot#, serial# (B)(4), implanted: explanted: product type: screening device updated results, method, and conclusion codes for imdrf harmonization. . If information is provided in the future, a supplemental report will be issued.